Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer will use multiple daily injections as a backup therapy, and a replacement pump with updated software was arranged to be sent by technical support. The customer acknowledged instructions for returning the defective pump and setting up the new one.